Event description:
The complaints team was notified of an inclusive of allegation out of (B)(6) hospital. The providers stated that they have noticed a severe spike in spinal cord ischemia (sci) involving 16 patients. Of those 16 patients, a significant amount received impella 5.5 as adjunctive therapy. All patients had venoarterial extracorporeal membrane oxygenation (va ECMO). All patients either had a distal perfusion catheter or surgical end-to-side graft placed. Thus far, mortality in those who developed sci on va ECMO has been 64%. It is unknown how many of the patients that expired had impella support.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. B.2 date of death is unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-14210 in accordance with updated procedures.